Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The blood glucose was 190 mg/dl. The customer is waiting for the pump's return, and a replacement pump has been arranged with a new serial number for the customer.